Manufacturer narrative:
Eval results: visual inspection of the returned product showed that the lens was split in half and a haptic was torn off from the optic and missing there was a clear residue on the lens. Conclusion: based on the complaint history and eval of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for eval.

Event description:
It was reported that the surgeon inserted an aq2003v three piece silicone lens and the back haptic was torn during insertion. The lens was removed and replaced with the same model lens without any pt injury.